Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the device yield a bad image with 190 series scopes. This is attributed to the damaged dp board which needs to be replaced.

Event description:
The device was sent in for an inspection. There is no reported patient harm of adverse impact.

Manufacturer narrative:
Correction is being made to the product return date. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. This event occurred due to failure of the video processing circuit in the dp board.